Event description:
It was reported the nebulizer didn't operate when powered on during pretesting. The nebulizer allegedly "made noise" but did not produce an aerosol steam. As a result, the device was not used on the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no reports of the pt being harmed as a result of this malfunction. Should add'l info become available, a f/u report will be submitted.